Event description:
The customer received thyroid results for one patient sample on a cobas e601 analyzer. Of the data provided, only the free triiodothyronine (ft3) result was discrepant. The initial result was >32.55 pg/ml. The repeat result was >32.55 pg/ml. The sample was submitted for further investigation. The ft3 result on an elecsys 2010 analyzer was >32.55 pg/ml twice. The ft3 result on a siemens centaur analyzer was 4.0 pg/ml. No erroneous results were reported. No adverse event was reported. A specific root cause could not be identified. Analysis of the sample gel filtration data showed a peak with a strong ft3 activity near the igg peak area. This may indicate the presence of a high molecular weight interfering factor. Further investigation was not possible due to limited sample volume.

Manufacturer narrative:
This event occurred in (B)(6).